Event description:
It was reported that a patient underwent a sling procedure, and concomitantly an anterior repair procedure, on (B)(6) 2011. During a follow up appointment, a mesh exposure was noted by the physician. The patient was given estrogen cream. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). During the post operative visit, a very small mesh exposure was noted. The patient was told to contact the physician's office for a follow up appointment if she had any difficulties. Currently, the patient had not contacted or returned to the office. The patient had a positive outcome from the procedure in that she had regained continence.